Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).

Manufacturer narrative:
The device was received not deployed. Investigation of the needle mechanism and drive mechanism did not find any damages or abnormalities that could cause the cannula to not deploy. The downloaded data shows the device completed first and second priming sequences before it was deactivated. Timeouts with a drive stall were observed in the device data, which caused first prime to complete earlier than expected. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Thus, the cause of the cannula not deploying can be attributed to the high pulse widths with drive stall. However, it could not be determined what caused the high pulse width with drive stall. The ratchet gear was inspected and found one tooth damaged. Since the timeouts with a drive stall did not replicate in the rerun data, the damage observed on the ratchet gear did not affect functionality of the device.